Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of multiple cartridges during the load fill tubing sequence. A new cartridge was loaded resolving the issue. Customer's blood glucose level was greater than 300 mg/dl.